Event description:
While surgeon was using the covidien, endo clip auto suture clip applier (10mm large, ref-176625, lot # n1g0557x) the tip scissored and the clip could not be applied. The clip applier was taken out of service and deemed defective. No harm to the patient.